Event description:
It was reported that during an unknown procedure, when firing the reload, it made a strange noise, when the surgeon returned the blade and opened it, we saw that on the right side of it, the staples did not obtain adequate formation, when picking up the reload I noticed that on its right side there is a part that is damaged, some clamps did not come out of the reload and the stop that pushes the blade was also damaged. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2021. Photographic evaluation: this is an analysis for seven photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first and second photos show unformed staples in the tissue with slightly bleeding and two surgical instruments manipulate the tissue. The third, fourth, fifth, sixth, and seventh, photo shows a blue reload, with the reload pan dislodged and several drivers missing. Also, it was noted a severe damage in distal end of the reload of left side and the sled can be seen broken. Based on the pictures provided the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.